Event description:
It was reported that during the implantation of the left ventricular lead, a venous dissection was noted. The lead was not used. Another lead was implanted. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.